Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: left unknown textured gel device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with unknown textured gel device which the patient reported bilateral pain and itching after implantation. As a result, patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3507360mc, serial number (B)(4), and left replaced with serial number (B)(4) on (B)(6) 2018. This report is for the right device.

Manufacturer narrative:
Additional information received on 8/29/2018 indicates that the patient¿s medical history includes a mastectomy for breast cancer and fibromyalgia. Additionally, a patient code was mistakenly omitted from the initial report submitted on 8/9/2018. It has been added to this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/29/2018, the device history record (DHR) of lot number 244515 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 8/31/2018, indicated that the catalog number for the right implant is 3544500, lot number is 244515, and serial number is (B)(4). Manufacturer¿s reference number: (B)(4).